Event description:
It was reported that the customer experienced high blood glucose of 600 mg/dl and was admitted to the hospital on (B)(6) 2014, following experiencing high blood glucose the day before. The patient had three infusion set changes. It was stated that after admittance to the hospital, the lab results stated that the patient had a 2000 mg/dl blood glucose. The patient's symptoms were nausea, brain swelling, diabetic ketoacidosis, and being in an incoherent, coma-like state. The patient was treated with an insulin drip and blood glucose went to 105 mg/dl. The patient's mother stated she did not believe it was an error of the insulin pump, but the negligence on the part of the patient's father that caused the high blood glucose. During troubleshooting, the drive support cap appeared normal, there was no air in the tubing, and insulin did exit the tubing during a manual prime. The customer reported there were no leaks. The time and date...

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Event description continued: ...were incorrect and off by a day, due to the insulin pump being out of battery for a few minutes the day before. The bolus history was correct. A high pressure test was performed and passed. The customer was advised that the insulin pump was working as designed. It was advised that the customer change the entire set, reservoir and insulin. Upon removal of the infusion set, it was stated that the customer uses mupirocin ointment for the insertion sites. Nothing further was reported.